Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[240.4150 errors]. Device will be evaluated by bd service.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction : correction to remove the following codes in section h6 reported in error in the initial MDR. Annex b : b21. Annex c : c21. Annex d : d16. Annex a : a0709, a040502. Annex g: g0301204, g02017. Annex b : b01 annex c : c0201, c0601. Annex d : d01, d15.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[240.4150 errors]. Device will be evaluated by bd service.